Event description:
It was reported while using an unspecified bd nexiva 18g catheter the tubing clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: noting a new issue with an 18g. There was an 18g IV today that didn¿t have a clamp on it. This patient was only using it short term so they used a chest tube clamp instead to avoid having to re-stick the patient.

Manufacturer narrative:
H6: investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd nexiva 18g catheter the tubing clamp was missing. There was no report of patient impact. The following information was provided by the initial reporter: noting a new issue with an 18g. There was an 18g IV today that didn¿t have a clamp on it. This patient was only using it short term so they used a chest tube clamp instead to avoid having to re-stick the patient.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.